Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that nothing was replaced and the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the pointer probe was showing as disconnected. Site attempted to un-add and re-add the instrument without resolution. Rebooting resolved the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.